Manufacturer narrative:
Date of report: 05dec2018. Date of manufacturer: 14nov2018. The customer stated that reseating all the "daughter cards" resolved the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was inoperable with only white screen. No patient involvement. The event date was not specified; estimate used.